Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e117 (charge coupled unit failure) error was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the visera 4k uhd camera control unit displayed an e117 (charge coupled unit failure) error. The event occurred during preparation for use. The intended procedure was a therapeutic laparoscopic surgery that was completed using a replacement device. There was no report of procedural delay or patient harm associated with this event.